Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage which indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d224trk implantable cardioverter defibrillator (ICD) implanted: 2009-(B)(6), explanted: 2013-(B)(6); 4194 left ventricular (lv) lead implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported during the generator change the atrial lead pulled back. The lead was removed and replaced. No patient complications were reported as a result of this event.